Event description:
It was reported the patient's (brazil) lead had high impedances on all of the contacts. Reprogramming did not resolve the issue. The physician explanted and replaced the lead. The system was reprogrammed and the patient reportedly receives effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results - the complaint for ¿high impedance¿ was confirmed. As received, microscopic inspection of the 3244 lead revealed there were wires detached from the electrodes on the paddle that are consistent with overstress condition the lead was subjected while in the patient¿s body. Continuity testing showed channels 1-3 and 5-7 were electrically open. The detached wires could have caused a change in the systems stimulation output. This would have caused the high impedance observed in the field. Continuity testing was performed; from paddle end contacts to stimulation end contacts. The paddle lead was returned with instrumentation damage that breached the outer tubing; as a consequence of the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.